Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the pump will go into threshold suspend. Customer's blood glucose was 165 mg/dl. Customer mentioned that her sensor glucose reading would be 65 or 75 mg/dl, but her blood glucose level would be about 90 mg/dl. Customer calibrates the sensor twice a day. Customer has received a low alarm. Customer stated that the sensor got caught on her sweater and it came out. Customer lost the sensor and transmitter. Customer stated that the sensors don't stay on her body. Customer will be sent a replacement sensor and transmitter as a courtesy. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.